Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided.the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend / unexpected performance at the lot and product family level.in conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.e1: facility name changed to na h3 other text : other - device not returned; single use device

Event description:
The consumer reported a false negative result via social media with a binaxnow covid-19 ag self test performed on an unknown date with an unknown sample type. The consumer stated that they had covid and flu. No additional information, including patient treatment or outcome, was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : other - device not returned; single use device

Event description:
The consumer reported a false negative result via social media with a binaxnow covid-19 ag self test performed on an unknown date with an unknown sample type. The consumer stated that they had covid and flu. No additional information, including patient treatment or outcome, was provided.